Event description:
It was reported that during a follow-up visit 2 weeks after a right sub-clavian stent case (off label use), x-rays showed the two stents placed had fractured. No add'l info was provided.